Event description:
It was reported that the minicap transfer set disconnected from the titanium adapter. This occurred during use of the devices for peritoneal dialysis therapy. There were no damages noticed on the devices. The transfer set and titanium adapter were both replaced. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.